Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a female patient who had essure (batch no. 20180238) inserted for female sterilisation. The patient's medical history included pelvic pain and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure, vaginal hysterectomy,oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and oophorectomy outcome was unknown. The reporter considered oophorectomy and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and oophorectomy outcome was unknown. The reporter considered oophorectomy and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a female patient who had essure (batch no. 20180238) inserted for female sterilisation. The patient's medical history included pelvic pain and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure, vaginal hysterectomy,oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received- event perforation nos was recoded to event uterine perforation. Lot number added, expiration date added, reporter added, medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.